Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. It was identified via fluoroscopy. Upon repositioning the ra lead, helix would not extend out. Several turns performed. The ra lead was explanted. No additional adverse patient effects were reported.